Event description:
Customer reported he ran out of insulin and received a button error while changing the reservoir. Customer stated he had an ultrasound and a cat scan on abdomen and was wearing the insulin pump at the time. Customer stated he is in the hospital for non diabetes related issues. Blood glucose value was 341 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.